Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing hyperglycemia and the user alleged insulin pump for possible under delivery. Customer's blood glucose level was 449 mg/dl and they treated it with manual injections. Troubleshooting was done for hyperglycemia. Customer alleged on insulin pump for under delivery because of their hyperglycemia. Customer stated that the drive support cap was normal. Customer did high pressure test and it was fail. Device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No possible over or under delivery anomaly noted. Device passed the delivery accuracy test. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address or serial number label. (B)(4).